Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt is scheduled to have his scs system removed. An sjm representative spoke with the pt and the pt stated the scs system does not help relieve his pain. Additionally, the pt has an illness that is unrelated to the scs system that needs treatment. Follow-up identified the pt's system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.